Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No patient adverse effects were reported.